Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's mother that the insulin pump had unresponsive buttons and customer had high blood glucose. The customer's blood glucose was 499 mg/dl and treated with manual injection. Customer also mentioned the date and time will change without alerting. Advised to discontinue the use of the insulin pump and revert to back up plan.